Event description:
Patient reported that interstim for both bladder and bowel and they still had bandages and would have a follow up appointment feb 3. Patient reported that device helped their bladder but their bowels had not improved. Patient was not feeling stimulation. They had felt stim but stopped feeling it today. Therapy was on. Patient was successful to increase to 1.1 felt stim and wanted to try it there. Patient was advised to consult with doctor for more information regarding symptoms. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.